Manufacturer narrative:
Ous MDR - the device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Ous MDR - pt presented with shortness of breath. Pt was found to have fallen into nyha class iii and therefore needed an upgrade from defibrillator to crt (cardiac resynchronization therapy) therefore an lv pacemaker lead was implanted. Pt is part of the (B) (4).